Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Additional information: the patient refused to give the ees risk manager permission to contact her surgeon and refused to provide a copy of her medical records for evaluation by the ees medical director. Per the risk manager at the facility where the original surgery occurred, there were no difficulties or malfunction reported with any pph03 device on the procedure date provided by the patient.

Event description:
It was reported by the patient who advised she underwent surgery to treat hemorrhoids on (B)(6) 2016. She reports significant pain immediately after surgery and continuing until eighteen months later when an exploratory procedure performed revealed a ¿knot¿ inside her rectum near the pudendal nerve. Three staples were identified in the knot which had not been visible in MRI and CT imaging. These staples were removed at that time, the mass was treated with injections and the patient has had improvement in her symptomatology.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). #mw5076179. Additional information received from the maude report pertinent to the event: after a stapled hemorrhoidopexy procedure in 2016, patient immediately had pain. The patient had multiple emergency room visits and saw multiple specialists over a two year period. By 2017, there was foreign material palpated inside of the rectum at the staple line and a mass was also felt near the location of the foreign material. In 2017, a surgeon saw a mass inside of the rectum at the staple line and found and removed staples. The pain persisted and in fact got worse. In 2018, patient had a neurography which showed a mass inside of the rectum. On 2018 what was thought to be a mass turned out to be an intrarectal cyst that was found at the staple line along with other scar tissue at the staple line. The cyst burst open in the operating room and was completely removed along with the area of tissue at the staple line.